Manufacturer narrative:
It was confirmed the blade mount was broken by the service technician through functional evaluation. Upon disassembly for visual inspection, the blade mount assembly was damaged. It was also confirmed the device displayed a bias current error on the console by the service technician through functional evaluation. Upon disassembly for visual inspection, the motor assembly was corroded.

Event description:
It was reported that prior to a procedure at the user facility the blade mount of the remb oscillating saw broke off. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported. It was also reported that during functional testing by a service technician at the manufacturer facility, the remb oscillating saw caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that prior to a procedure at the user facility, the blade mount of the remb oscillating saw broke off. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported. It was also reported that during functional testing by a service technician at the manufacturer facility, the remb oscillating saw caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.